Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 300 mg/dl). Reportedly, the customer did not have their high blood glucose reminder on. Customer delivered a correction bolus to stabilize blood glucose levels. Tandem technical support guided the customer through turning their high blood glucose reminder on.